Event description:
8/6/96 pacemaker implanted. 9/25/96 infection of implant sight, removal of pacemaker. Upon inspection erosion of pacemaker leads was found. Pt was admitted and treated with IV antibiotics. 9/30/96 new pacemaker implanted.